Event description:
A 68/f, underwent an egd with biopsy with dilatation. When guidewire removed at end of procedure, surgeon observed that it was bent/broken. Pt sustained a 2-3 mm perforation of the esophagus. Pt was transported via helicopter to (B)(6) hospital for treatment.